Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported she had gone to the hospital due to peritonitis. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was in the hospital from (B)(6) 2018 to (B)(6) 2018 and was treated for peritonitis. The culture test revealed no growth but the wbc levels were elevated. The pd nurse could not provide the wbc values. Per pdrn the cause of peritonitis was breach in the aseptic technique. The patient was treated with antibiotics gentamycin and vancomycin while in the hospital and continued medication for 2 weeks after discharge. The patient was no longer on antibiotics as of (B)(6) 2018. Medical records were requested.

Manufacturer narrative:
Conclusion: a temporal relationship exists between ccpd therapy with the liberty select cycler, liberty cycler set and the reported event of peritonitis which required hospitalization. However, there is no documentation or indication the liberty select cycler or liberty cycler set caused or contributed to the event of peritonitis. Additionally, there is no report of the machine malfunctioning or the machine not performing as expected. Per the pdrn, there was an unspecified breach in aseptic technique which is the likely cause of the event. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2018 this peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reported going to the hospital two days ago for peritonitis (symptoms unknown). During a follow-up call on 03/27/2018 the peritoneal dialysis registered nurse (pdrn) reported the patient was hospitalized on (B)(6) 2018 through (B)(6) 2018 for peritonitis and not on (B)(6) 2018 as the patient originally reported. Peritoneal fluid culture (collection date unknown) results revealed no growth, however the white blood cell (wbc) count (result unknown) was elevated. While hospitalized the patient was given vancomycin (dosage, route and frequency unknown) and gentamycin (dosage, route and frequency unknown) to continue for 2 weeks after discharge. At the time of this investigation the patient has completed antibiotic therapy and is ¿doing fine.¿ according to the pdrn, the peritonitis was caused by a breach in aseptic technique.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.